Event description:
Contact reported that a patient had surgery in 2002. For weeks post-op the patient returned and it was found that the mitek rigidfix tibial pins were 8mm outside the bone. Surgical intervention occurred as a result of this situation and a MDR is being filed to document this event.